Event description:
The customer stated that her meter was reading differently from her doctor's meter. Upon troubleshooting. It was discovered the meter was set in mmo1/l. The customer had adjusted her medication based on the mmo1/l readings, but did not allege any adverse events. The customer was able to reset the meter to mg/dl with asssistance. The customer was satisfied, and no product will be returned for evaluation.